Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned for evaluation.

Event description:
The customer's father reported that the blood glucose device gave incorrect readings during a hyperglycemic event. The father stated that he could not provide the exact values obtained on the performa system, but states that they were erratic, which delayed him from giving the customer insulin. The customer experienced elevated blood glucose symptoms of vomiting and was transported to the hospital. The hospital performed a lab test and determined that the level of gases in his blood were high. The customer was admitted into the hospital and was treated with a continuous intravenous solutions. The father could not recall the medications or solutions that were given. The hospital report read that the patient was in a coma. The customer was discharged on (B)(6) 2020.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.